Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the heartmate 3 system controller due to a serial number not being provided. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the alarms resolved with controller and battery clip exchange. The serial and lot numbers could not be confirmed, and the exchanged items had been disposed. Log files were not downloaded for the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller alarmed with low voltage advisory alarm, despite having sufficiently charged batteries. The controller and battery clips were exchanged.